Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. On an unreported date, (pd) therapy was discontinued and the patient started hemodialysis. The cause of the peritonitis was unknown. At the time of the report the patient was recovering from the peritonitis event. Additional information was requested but is not available at this time. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13i14015 and h13j04015 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. (B)(4).